Event description:
Pt with an oblique fracture through the lesser troch, extending distally into the prox shaft/intersection with the lateral margin of the metadiaphyseal junction of the prox femur. Lesser troch was avulsed. Varus angulation of the fracture site with medical displacement of the distal shaft component. Femoral head was not dislocated, pelvis was intact. Follow up x-rays noted broken screw and broken plate. X-rays day of revision showed callus formation about the fracture site consistent with healing. Implants were seen stabilizing a comminuted subtroch fracture of the right hip. Major fracture fragment alignment and position were anatomic also mild displacement of a detached fracture fragment from the lesser troch. Report #2 or 2 for the same event.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.